Event description:
It was reported via phone call, that the customer received excessive no delivery alarms as well as a motor error alarm. It was also reported that there was an occlusion. Customer's blood glucose level at the time 140 mg/dl. Troubleshooting occurred. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.